Event description:
Rafael de athayde soares, outcomes of the treatment of contralateral iliac venous thrombosis after stenting across the iliocaval confluence. J clin med img case report. 2022; 2(4): 1193. A case report of a 23-year-old woman with history of left iliofemoral deep venous thrombosis with zilver vena 16x100 stent placed 15 months prior presented with contralateral iliac venous thrombosis. The authors report that this event was caused by ¿an inadequate stenting positioning inside the inferior vena cava, leading to jailing, inadequate right iliac vein outflow and thrombosis.¿.